Event description:
Related manufacturer report number: 2017865-2017-04005. There was a decrease in sensing on the right ventricular lead. During the replacement procedure, insulation damage was noted on the right atrial lead. Both leads were explanted and replaced and the patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead revealed damages consistent with implant/explant procedure.